Event description:
The patient was enrolled in the heal-laa clinical study on (B)(6) 2023 with patient identifier (B)(6) with the procedure being performed on the same day. It was reported that blurry vision post procedure occurred. Procedure summary: transesophageal echocardiography (tee) assessment revealed one left atrial appendage (laa) lobe of chicken wing morphology with an ostium diameter of 19mm. The patient was administered heparin and bivalirudin prior to the index procedure. A laa )closure procedure was performed, and a watchman flx pro laa closure device was implanted on (B)(6) 2023. Event summary: on the same day post index procedure, the patient experienced blurry vision in their right eye. This event led to the prolongation of hospitalization. However, no other action was taken to treat the event. Six (6) days later, the event was resolved with sequelae, and the patient was discharged home the same day.

Event description:
The patient was enrolled in the heal-laa clinical study on (B)(6) 2023 with patient identifier (B)(6) with the procedure being performed on the same day. It was reported that blurry vision post procedure occurred. Procedure summary: transesophageal echocardiography (tee) assessment revealed one left atrial appendage (laa) lobe of chicken wing morphology with an ostium diameter of 19mm. The patient was administered heparin and bivalirudin prior to the index procedure. A laa closure procedure was performed, and a watchman flx pro laa closure device was implanted on (B)(6) 2023. Event summary: on the same day post index procedure, the patient experienced blurry vision in their right eye. This event led to the prolongation of hospitalization; however, no other action was taken to treat the event. Six (6) days later, the event was resolved with sequelae, and the patient was discharged home the same day. It was further reported that a 27mm watchman flx pro laa closure device was the size that was implanted.

Manufacturer narrative:
B5: describe event or problem - updated to note the size of the closure device implanted. D4: model number, lot number, catalog number, expiration date, unique identifier (UDI)# - updated after the lot number of the closure device was added.